Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this atrial lead was removed from service one day post implant due to damages that occurring during the implant procedure. Implant protocol for the lead was not followed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. A laboratory technician tested the helix mechanism and due to the dried blood/body fluid, the helix could not be actuated during testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.